Event description:
Housekeeper was about to change a sharps container when she accidentally stuck herself with a contaminated needle which puncture the side of the sharps container. She pierced the end of the right hand. The employee was wearing latex gloves and she alleges that the sharp container was not full. She immediately rec'd medical attention from the ER.